Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(6) 2013 an ocd field engineer (fe) arrived at the customer site and found the collet and the plunger clamp at position #7 not holding the tip correctly. The fe also found the plunger clamp at position #5 sticking. The fe replaced the collet at #7 and the plunger clamps at positions #5 and #7. The fe ran and passed splld and user software with out error. Repairs have returned this instrument to expected operation.